Event description:
Overdelivery reported. Report from abbott intl (abbott korea) rec'd that states on 2/7/98 the pump was set to infuse "ketorolac/tromethamine diluted with normal saline. Intended delivery of 2ml/hr, actual infusion of 100ml over 2 hours" occurred. There was no info regarding any adverse effects. The report states "pt was recovered and left the hosp." Co has requested additional info to clarify pt response to the overdelivery. When any additional info and test results become available, they will be forwarded to the agency.

Manufacturer narrative:
Initially, the co. Was informed that the pump was to be forwarded to a foreighn testing center in ansam, korea for evaluation. The device was not returned for testing and evaluation.